Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer and manufacturer's representative reported the patient has continued to experience itching, burning and pain at the pocket with her newly implanted ins. The patient was not sure if her ins was charged due to health problems and missed meetings with the company representative. The stimulation was on for the first 2 days after surgery but felt paresthesia in the rib cage where it was not needed. The desired area of paresthesia was in the hip and back area. The patient has an appointment with her doctor on (b)6) 2014. If a company representative cannot be present for the patient's appointment then she was going to ask her doctor to remove the ins. It was later reported that the patient had the generator replaced, but then it was further clarified that the generator was replaced on (B)(6) 2014 to this device. There was no other replacement. Also there was no further follow-up information. Relevant medical history included non-malignant pain.